Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, a note on each box says the batteries died, other information indicates that both 60mm guns were loaded with 45mm reloads which caused the guns to lockout, and the assumption was that the batteries died. Case completed with another device and 60mm reloads. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.